Event description:
It was reported that during an unknown procedure, the handpiece had a broken 4-40 stud. No further info is available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.